Event description:
It was reported the patient presented for implant procedure. During surgery, the stylet could not be removed from the lead. The physician elected to complete the procedure with a different lead. The patient was discharged following the procedure.

Manufacturer narrative:
The reported event of stylet was not coming out of lead was not confirmed. A complete lead was returned in one piece. A stylet was able to be fully inserted inside the lead and removed without difficulties. Electrical, visual and x-ray evaluations were normal with no anomalies found.